Event description:
It was reported to medtronic neurosurgery that after the patient underwent a CT scan, air was observed in the drainage tubing of a duet edms device. Air was flowing from the drip chamber towards the patient. According to the report, the evd was lowered and the air moved away from the patient and into the drip chamber. The evd was re-leveled and zeroed however the air moved towards the patient again. It was reported that there was no change in the waveform, the patient was neurologically stable, and the csf in the tubing was moving towards the drain. After attempting to re-level and zero the evd for a second time, air was still moving towards the patient. The device was checked for leaks and disconnections however it was found intact. According to the report, the drain system was changed and functional evd waveform improved. It was reported that there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).